Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found it to have a cracked right plunger case. Device underwent power up process and self test. Upon powering up, battery depleted was noticed, confirming the reported customer complaint. Battery pack failure due to normal wear and tear was found to be the problem source.

Event description:
Information was received that a smiths medical ambulatory infusion cadd medfusion 4000 pump had system failure. No adverse effects reported.